Manufacturer narrative:
The investigation determined that non-reproducible lower than expected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was performing as expected at the time of the event. Service actions were performed, however the investigation cannot conclude that these actions were directly related to the cause of the event. Following completion of these service actions, however, acceptable vitros phbr performance was observed using the same reagent lot. The investigation was unable to determine a definitive root cause. However, a vitros phbr reagent issue or a system interaction between the instrument and vitros phbr reagent cannot be ruled out as potential contributing factors. The root cause of this event is unknown. Additional internal investigation by ocd regarding current vitros phbr performance is ongoing.

Event description:
A customer obtained non-reproducible lower than expected vitros phbr quality control results on a vitros 5,1 fs chemistry system. A vitros phbr result of 41.53 ng/ml was obtained from the vitros tdm pv iii control fluid versus the expected value of 60.78 ng/ml. In addition, a vitros phbr result of 33.55 ng/ml was obtained from the biorad level 2 control fluid versus the expected value of 42.00 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phbr while quality control results were out of range. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).